Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0, 20.0, and 60.5 cm from the proximal end. The pusher assembly was fractured approximately 66.5 cm from the proximal end. The embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned podj confirmed a kink on the returned device. The complaint reports the device was accidentally kinked when advancing the podj into the lantern. If the podj is forcefully advanced at extreme angles or otherwise mishandled, the device may become kinked. Further evaluation revealed additional kinks and a fracture on the length of the device. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Further evaluation revealed the embolization coil was also detached. If the device becomes fractured it will likely allow the pull wire to retract from the distal detachment tip (ddt), detaching the embolization coil. The embolization coil was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right coronary artery (rca) using pod packing coils (podjs). During the procedure, the physician successfully placed a pod4 into the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a podj into the lantern, the podj pusher assembly was accidentally kinked. Therefore, the podj was removed. The procedure was completed using another podj and the same lantern. There was no report of an adverse effect to the patient.